Manufacturer narrative:
The customer reported the suspect main pcb component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported unresolved "transducer fault, high pip, and low ve" display alarms, while in patient use. The customer stated no patient harm or injury was associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported complaint was able to be confirmed and duplicated. Xdcr pt801 failed. This issue will be internally investigated within vyaire.